Manufacturer narrative:
Patient identifier - requested, not provided. Patient age & date of birth - requested, not provided. Patient sex - requested, not provided. Patient weight - requested, not provided. Patient ethnicity - requested, not provided. Patient race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: business manager cath lab. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band device involved was defective in the box. The patient was in stable condition and the procedure was a success. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. Additional information was received on 29 nov 2022: 15cc's of air was instilled in the tr band and the sheath was removed with no issue. Approximately, one (1) hour in the recovery area it was noted that there was minimal air to remove. No active bleeding was noted. Attempts to re-instill air was successful; however, the band seemed to "leak". The tr band was removed, and manual pressure was held. No hematoma was noted.

Manufacturer narrative:
H6: investigation findings: code 213 is based upon leak testing of the actual sample; code 202 is based upon the investigation of the sample. This report is being submitted as follow up no. 1 to correct section b5, g4, add a code to section h6 - component code, provide the DHR and completed investigation results. The report was inadvertently submitted without information to section b5. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. One tr band was returned for product evaluation. The returned sample included the final band assembly. The sample was subjected to visual analysis. There was no air left in the balloon. No signs of damage of deformation were observed. Leak testing was performed. Approximately 18ml of air was inserted into the band. The band assembly was then submerged in a water bath for thirty (30) seconds to check for air bubbles. No air bubbles were observed, and the sample passed leak testing. The check valve was deconstructed to check for foreign matter and damage. A thin piece of white foreign matter was found. The sample was sent out for fourier-transform infrared spectroscopy (ftir) analysis and the foreign matter was found to be cellulose. The complaint cannot be confirmed for air flow issues since the device passed leak testing. However, the complaint can be confirmed for foreign matter contamination. The ops quality engineer (qe) was contacted about the foreign matter and concluded it was too small to cause a leakage and cannot be confirmed to be from the manufacturing process. Since the check valve is opened, the foreign matter could have entered at any point after the package was opened. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
There were no other devices or equipment used with the involved tr band. Hemostasis was achieved by manual pressure.